Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen, unknown (2000 mcg/ml at 687 mcg/day) via an implantable pump for intractable spasticity. It was reported that it was asked but unknown when the event/difficulty occurred. The patient had an infection. It was noted following her (B)(6) 2021 battery replacement the patient developed redness, fever, and elevated inflammatory/infectious markers and the pump and catheter were explanted on (B)(6) 2021 in (B)(6). There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient¿s family decided to have her pump and catheter replaced in (B)(6) on (B)(6) 2021. The pump and catheter were discard ed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked and would not be made available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.